Event description:
Rec'd info from abbott international affiliate, abbott france which states "this 25 year old pt has been hospitalized on the 09 nov 98 at 10:30 am for a pneumothorax suspicion. This diagnosis has been confirmed by chest x-ray at 11:15 am (right pneumothorax). Therefore a pleural drainage is done with pleurocath (non abbott product) at 12:00 am without technical problem. The receptaseal suction setup is installed and connected with a pressure regulator against the wall. Two chest x-rays (01:30 pm 02:30 pm) showed pneumothorax persistence. Therefore the receptaseal is replaced by another receptaseal with no result. Then, another suction setup device was connected. Rapidly, the pleural space came back to normal. The dysfunction was due to wrong connection and not due to receptaseal setup. Apparently, there was no french instruction (only in english); therefore, the nurse did not understand correct instructions and made wrong connection. No clinical consequence except the delay (2 hours) of the pleural drainage." No further info was available.